Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the procedure, a trivial preexisting pericardial effusion was noted. After a partial recapture and a full recapture of the closure device, a circumferential pericardial effusion was identified using transesophageal echocardiography (tee). The laa closure procedure was aborted, a pericardiocentesis was performed, and a pericardial drain was placed. The patient remained stable and was expected to fully recover.